Manufacturer narrative:
Additional device product code: kwq. Reporter is synthes employee. A device history record (DHR) review was conducted: part # 314.467; synthes lot # 6678832; supplier lot # na. Release to warehouse date: 08sep2011. Manufactured by synthes (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the returned screw driver was visually inspected at customer quality and the distal tip was observed significantly twisted in the direction of screw insertion. No new issues were identified. The returned device condition is consistent with the reported condition. Therefore, the complaint condition was confirmed. Dimensional inspection: dimensional analysis was not performed at the relevant tip portions due to post manufacture damage (twisted). Document/specification review: the relevant drawing(s) was reviewed; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed. However, there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, the observed failure mode is typically associated with the application of excessive force during screw insertion. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection, the stardrive screwdriver shaft t8 was found bent. There was no patient or hospital involvement. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).